Event description:
Customer reported that when plugged in, something popped, and the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced all power supplies in the monitor cart. System operates as intended. This MDR is related to ge healthcare complaint number.